Event description:
It was reported that the lead exhibited oversensing. During lead revision procedure, it was noted that the pin was in the connector block at an angle, and oversensing was noted while manipulating the portion of the lead distal to the connector block. The lead was reinserted without additional oversensing, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(6) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing 1 - ventricular nst=200 ms average v-cycle on (B)(6) 2011 06:23:43. 1 - vf=160 ms on (B)(6) 2011 at 16:50:07. Sensing - interference/noise ventricular short interval count v-sic=25.9 counts avg/day, in 50.7 days, between (B)(6) 2011 17:12:20 and (B)(6) 2011 09:36:14.